Event description:
Customer reported the lancet would not retract into the softclix plus lancet device after firing. No accidental stick or adverse event reported. Customer was sent new device. Customer advised to return suspect device.